Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side rupture via MRI and ultrasound. Healthcare professional additionally reported "shell obliterated". Healthcare professional also reported "cluster of microcysts" and capsular contracture, baker grade unknown. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture via MRI and ultrasound. Healthcare professional additionally reported "shell obliterated". Healthcare professional also reported "cluster of microcysts" and capsular contracture, baker grade unknown. Healthcare professional later reported baker grade iii. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as unidentified (tear) opening (shell thickness within specification). ¿ cyst(s): unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.